Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). A labeling review found the labeling to be adequate for the use/user error identified in this incident. Complaint is confirmed and the assignable cause, use error, patient disconnected self during the therapy, causing an alarm situation system error 2240.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) explained the air alarm to the home patient (hp). The hp had disconnected prior to alarm and when it sounded she connected back up. The tsr explained therapy was over and that new supplies would need to be used. The hp decided to not do anymore treatment tonight. The tsr advised her to notify her nurse about alarm. There was no patient injury or medical intervention but there was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved by ending therapy that night. The hp understood the cause of the alarm. Per hp, there were no loose connections, (unintentional) disconnections or defects on the supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.